Manufacturer narrative:
An evaluation of the device cannot be performed as the device was not returned to the manufacturer. Should additional information become available it will be reported in a supplemental report upon completion of the investigation.

Event description:
Patient stated he had a left tka on (B)(6) 2021. The patient started to experience clocking noise and crunching 6 weeks after his surgery. Patient also stated if wiggles his foot it makes a clocking sound. The noise is getting louder and more frequent.

Manufacturer narrative:
Reported event: an event regarding audible noise and instability involving a triathlon insert was reported. The event of audible noise was confirmed via clinician review but the event of instability was not confirmed. Method & results: product evaluation and results: material analysis, visual, functional and dimensional inspections could not be performed as the device remained implanted clinician review: a review of the provided medical information by a clinical consultant indicated: this inquiry reports patient complaints of noises coming from his total knee replacement performed. He later complained of similar symptoms and instability. No explanation was given to the patient regarding the possible causes of his symptoms. I can confirm that this event (patient complaining of crunching and noises) took place since I was able to review office notes that document the patient¿s complaints and the product inquiry. Regarding the possible root cause of this event, I cannot determine it with certainty. Causes of noises about the knee are multifactorial including instability, mal-tracking of the patella and fibrotic scarring within the knee. Instability of the knee postoperative are almost always surgical technique related in the absence of trauma. Product history review: could not be performed as the device lot details were not provided. Complaint history review: could not be performed as the device lot details were not provided. Conclusions: it was reported that the patient started to experience clocking noise and crunching after his surgery. He later complained of similar symptoms and instability. The exact cause of the event could not be determined. No further investigation for this event is possible at this time. If additional information become available to indicate further evaluation is warranted, this record will be reopened. The following devices were also listed in this report: tritanium patella-asymmetric; cat#5552-l-381; lot#npj51. Tritanium bplate triathlon s5; cat#5536b500 ; lot#ctd56805. Triathlon p/a cr beaded #5l; cat#5517f501 ; lot#lxb7c. It cannot be determined which, if any of these devices may have caused or contributed to the patient's experience.

Event description:
Patient stated he had a left tka on (B)(6) 2021. The patient started to experience clocking noise and crunching 6 weeks after his surgery. Patient also stated if wiggles his foot it makes a clocking sound. The noise is getting louder and more frequent. Update per clinician review: on the visit the patient reported pain in the left knee that was 5/10 and he reported popping locking and instability.